Event description:
On (B) (6) 2010, the patient underwent aortic valvuloplasty to treat aortic valve stenosis. A 12mm amplatzer septal occluder was then selected to close an asd. Intracardiac echocardiography revealed that a significant shunt associated with a patent foramen ovale persisted. A 30mm helex device was advanced across the patent foramen ovale, deployed over the amplatzer device, and transesophageal echocardiography was performed which showed that the helex device was not adequately covering the secundum. During retrieval of the device, the retrieval cord broke. A coronary balloon was inflated inside the long sheath and the occluder and sheath were pulled down the ivc to the access site. Tee showed that a pericardial effusion had developed and a pericardiocentesis was performed. The helex device and long sheath were removed from the patient; however, the pericardial effusion persisted. Following approximately 4 hours treatment of the effusion, the patient expired.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that the device met all pre-release specifications. Images of the case are not available from the user facility.